Manufacturer narrative:
(B)(4). The date of the event was reported as an unreported date or month in 2015, further described as ¿about three weeks ago¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis event was manifested by nausea, vomiting, and cloudy effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and fortaz (dose, route, frequency, and duration not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.